Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir is coming off and breaking off. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had broken battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock into place properly, cracked reservoir tube window, cracked case at reservoir tube window corners and minor scratched display window.